Event description:
Hospital reported approx (B)(6) 2011, surgeon was using the 4.3 mm drill bit/qc/280mm and the tip broke off in the pt's bone. Surgeon did not retrieve the piece of the drill bit. It is not known which bone the drill bit broke off in.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. The investigation could not be completed, no conclusion could be drawn, as no product was returned. W/o a lot number the device history records review could not be requested.